Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine was encountering 24-volt and blood pump failure messages and smoke was seen coming from the machine prior to patient use. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this event. The biomed reported that the blood pump motor had stopped turning. The issue was not resolved by rebooting the machine. The biomed believed that the brushes in the dc motor were worn out, causing the motor to overheat and generate the smoke that was observed. The biomed reported that there was no burning smell, spark or flame observed. There was no heat damage observed on any of the components. The biomed stated that when troubleshooting, a new test blood pump module was installed, the issue was resolved. The biomed ordered a new blood pump module and the machine is currently out of service. No further information regarding the status of the machine has been provided. No parts have been made available to be returned to the manufacturer at this time.

Manufacturer narrative:
Device evaluation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The blood pump module was replaced by the biomedical technician (biomed) to resolve the issue. Following parts replacement, the unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Follow up information with the biomedical engineer (biomed) at the user facility confirmed that a new blood pump module was installed on the machine, which resolved the issue. Following this part replacement, the unit was returned to service at the user facility without a recurrence of the event as reported.